Event description:
A 40-year-old male patient with newly diagnosed glioblastoma (gbm), started optune gio therapy on (B)(6) 2024. During review of an available medical record, received by novocure on (B)(6) 2024, it was discovered that in the beginning of (B)(6) 2024, the patient had surgery due to a wound healing disorder. Post-operatively the patient received antibiotics (trimethoprim/sulfamethoxazole). On (B)(6) 2024, novocure was informed that during an array change, exposed cranial hardware (screw) was observed on the patient´s scalp which resulted in the patient being hospitalized from (B)(6) 2024. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, during a follow-up visit with neurosurgery, the patient's surgical wound was assessed as sufficiently healed. On (B)(6) 2024, the patient resumed optune gio therapy. The prescribing physician was contacted, although was unable to provide further details of the event.

Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), concomitant lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).